Event description:
It was reported that a lead integrity alert (lia) alert triggered. It was further reported there was noise, oversensing, high impedance and a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314vrg implantable cardioverter defibrillator (ICD), implanted (B)(6) 2013; 6996sq58 implantable tachy lead, implanted (B)(6) 2002; 6996sq58 implantable tachy lead, implanted (B)(6) 2002. (B)(4).